Event description:
It was reported that at the time of the pump replacement the patient had an 8709 one piece catheter and an 8578 sutureless pump connector.

Event description:
It was reported that during a pump replacement, which was to prevent in vivo battery depletion, the surgeon experienced difficulty disconnecting the sutureless pump connector. The metal looking part of the connector was "pulling away". A new pump connector was used without further problems. Patient sustained no injury and recovered without sequela. The drug delivered via the pump was lioresal.

Manufacturer narrative:
Catheter model: 8709,serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Final analysis of the pump revealed no anomaly, normal device function. The catheter analysis revealed tears/cuts coring in the sc connector, however, no leaks were seen.